Manufacturer narrative:
An attempt to reproduce the reported event with the minimed go mobile app (software version 1.0) installed on iphone 16e (ios 26.2) was conducted and confirmed the issue was reproduced. The software did not adhere to the specified requirements and did not perform in accordance with expectations as referenced in the 'sw requirement document' field. Minimed go app is alerting the missed dose alert even though customer has taken a dose for the meal. This is happening because minimed go app is not checking the if min(sg) in the calculated roc/minute period is < 130, then roc = 0 rule properly. Ideally app should suppress the missed dose alert when there is a glucose <130 mg/dl in the last 1630 mins. Users whose glucose is trending low or below 130 mg/dl prior to the start of their meal are impacted by this, especially when the rise in glucose is quick. Issue is confirmed. It is a known minimed go app issue (B)(4). Helpline has been communicated about this issue and informed that it is being fixed in upcoming minimed go app release. Closing the ticket. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the missed dose alert with minimed go is alerting when it should not, because the dose for the meal was already taken. The customer reported no adverse event. The event involved product mmt-8600. Troubleshooting was performed for general documentation. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. Product return is not applicable for non physical device mmt-8600.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.